Event description:
It was reported that the patient developed an infection at the ipg site after a recent ipg upgrade procedure. The patient noted symptoms of aching back, extreme exhaustion and hot flashes. The patient was admitted and intravenous antibiotics was given. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7026302.